Event description:
The lead was revised. The hcp reported that the patient experienced pain associated with the event. The patient outcome was reported as 'no injury.' The reason for revision was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.